Event description:
No blood glucose levels reported. It was reported that the replacement insulin pump of the customer continued to receive a no delivery alarm. Troubleshooting was done. It was reported that there was an occlusion between the cannula of the infusion set and the quick release which was cleared by the customer. It was reported that it appeared that the no delivery alarm was caused by an infusion site issue rather than an insulin pump issue. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).